Event description:
It was reported that the top of the screw hex was damaged trying to remove the mount, unable to remove the mount. Screw thread damaged, unable to removed mount. Procedure was completed using another implant or another device. Tooth site # 14.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. A visual evaluation was performed, signs of use. The mount didn¿t disengage from the implant. Wear identified on mount screw. DHR review was completed for the subject lot number 1254433. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254433 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount would disengage from implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.